Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an ¿internal battery depleted¿ code was found in the ventilator¿s downloaded error log. The devices internal battery charge was at 96% at the time of the error. The device's power management board was replaced to address the issue.